Event description:
Pt reported 7 days after injection with two syringes of juvederm in the cheeks, nasolabial folds, and marionette lines, they felt sick, developed a sinus infection and swelling. Three weeks after symptom onset pt went to the emergency room and was prescribed zithromax; symptoms are ongoing.

Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or pt details are not attainable. The event of infection, malaise, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.